Event description:
Related manufacturer reference number: 2017865-2023-51991. It was reported that both the right atrial (ra) lead and left ventricular lead exhibited high capture thresholds. Lead extractions were performed. The ra lead was unable to be extracted completely and was capped. There were no adverse health consequences, the patient was stable.